Event description:
In 2007, I awoke with a slightly bloodshot eye that felt like it had a hair or something in it. I flushed it with amo moistureplus contact lens solution, and it seemed to help. I put my soft contact lenses on and went to work. Shortly, thereafter, my eye started feeling worse, so I removed the contact lens. During the day, my eye progressively became more painful and bloodshot and began watering profusely. I left work early and went to an urgent treatment center, where they diagnosed a corneal abrasion and prescribed antibiotic drops to be taken every half hour. I was told to visit an eye dr the next day, which I did. The eye dr diagnosed a corneal ulcer and prescribed a stronger antibiotic to be taken every hour. I was told to come back the next morning for a recheck. The next day, my eye was worse. I was told to continue with the eye drops and come in again the next morning, friday. On the follow-up visit the next day, my eye was beginning to show some improvement, so I was told to continue with the antibiotic drops until the next follow-up visit on tuesday, the soonest available due to the memorial day weekend. On saturday, the nationwide recall was announced for the brand of lens solution that I used exclusively. Used two months, overnight, every night.